Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during unknown time of an intraocular lens (iol) implant procedure, doctor wanted to change the lens as it was top of injector. The surgery was completed on same day by replacing with same model company lens.